Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing noise recorded as high ventricular rate episodes that resulted in inhibition of pacing. The lead was capped and replaced. There were no adverse consequences to the patient. The patient was doing well post procedure and would continue to be monitored normally.

Event description:
New information on (B)(6) 2017 stated that the right ventricular lead was not capped. The lead remains active and reprogrammed. The patient was in good condition.